Event description:
It was reported that syringe pump alarmed near end of infusion and finished when there was still 5 ml left in the syringe 50ml syringe. The infusion was expected to infuse the full 50ml volume of the syringe. The clinician tried to restart the infusion; however the pump would not recognize that there was still fluid left to infuse. In this case, the syringe was normal saline push behind the epinephrine infusion, and 5ml was expected to have lasted another 5 hours. The patient's blood pressure had a slight dip but stayed in range while a new push was drawn up. A report was received from health canada's canada vigilance program which states, "syringe pump alarmed near end and then finished when there was still 5ml left in the syringe. Tried to restart but pump would not recognize that there was still fluid left to infuse it also only identified the syringe as a brand/type I haven't seen listed before. In this case the syringe was normal saline push behind the epinephrine infusion and 5ml should have lasted another 5 hours. Luckily patient was not very sensitive to lack of push blood pressure had a slight dip but stayed in range while a new push was drawn up."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - epinephrine was not determined because no products or device logs were returned.

Event description:
It was reported that syringe pump alarmed near end of infusion and finished when there was still 5 ml left in the syringe 50ml syringe. The infusion was expected to infuse the full 50ml volume of the syringe. The clinician tried to restart the infusion, however the pump would not recognize that there was still fluid left to infuse. In this case, the syringe was normal saline push behind the epinephrine infusion, and 5ml was expected to have lasted another 5 hours. The patient's blood pressure had a slight dip but stayed in range while a new push was drawn up. A report was received from health canada's canada vigilance program which states, "syringe pump alarmed near end and then finished when there was still 5ml left in the syringe. Tried to restart but pump would not recognize that there was still fluid left to infuse it also only identified the syringe as a brand/type I haven't seen listed before. In this case the syringe was normal saline push behind the epinephrine infusion and 5ml should have lasted another 5 hours. Luckily patient was not very sensitive to lack of push blood pressure had a slight dip but stayed in range while a new push was drawn up."